Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge tube with residue/debris on product. Visual inspection found optic deformed, haptic bent, and discoloration on lens surface. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
H6- health effect- clinical code: 4581- lens rotation h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but this did not resolve the issue. The lens was exchanged for a lens of the same length implanted horizontally and the problem resolved. Cause of the event was reported as unknown.